Event description:
Caller stated that the pump is being turned off due to a blood clot at the catheter site. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).